Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message code. The system was rebooted, but message did not clear. The surgeon canceled the case. No patients had been prepped for surgery.

Manufacturer narrative:
A company service rep examined the system. The power cable and signal cable were replaced. The rep explained to the customer that the air fluid pcb could also have an issue, but the customer declined replacement of the pcb at this time. Replaced parts were disposed of onsite. The system was then tested and met all product specs. (B)(4).